Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to be removed from the tendril lead, and it was stuck. The lead was not used. The patient remained in stable condition.

Manufacturer narrative:
The reported events were ¿the stylet went into the lead too far¿ and ¿it was hubbed¿. Final analysis found that as received, a complete lead with a stylet was returned in one piece for analysis. The helix was extended and clogged with blood/tissue. The reported event of ¿the stylet went into the lead too far¿ was not confirmed. Visual and x-ray examinations found the as received stylet to be fully inserted inside the inner coil lumen at the distal tip without any anomalies. The reported event of the stylet was ¿hubbed¿ was confirmed. After removing, the as receive firm stylet 58 from the inner coil lumen. The stylet was bent consistent with procedural damage. The cause of the reported event of the stylet was ¿hubbed¿ is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.